Event description:
It was reported the insulin pump had alarmed no delivery then motor error and then no delivery again. Customer blood glucose was 240 mg/dl. Customer took off insulin pump and was unable to troubleshoot for no delivery alarms. Motor error alarm occurred during basal. Customer's father does not recall any significant event that may have caused the device to alarm. The device was not exposed to an MRI. Customer does not use sensor feature. Customer's father was able to rewind the device. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.